Event description:
This case was initially received via regulatory authority (B)(6) on 04-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), abdominal pain ("abdominal pains") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy performed on (B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal pain and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, loss of libido and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3881 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.